Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2014 ¿ june 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particles floating inside the balloon. The device was filled with flucloxacillin. This malfunction occurred before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.